Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had e315 scope error code. The issue was found during reprocessing after a diagnostic endoscopy procedure. The patient was not under sedation and there were no delays. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1 - phone number (B)(6). The device was returned to olympus for evaluation and the customer's allegation of scope error was confirmed. The device evaluation found that the scope error code was due to an immersed, corroded and rusty video connector. An electrical continuity error occurred due to water invasion in the scope connector. Additionally, the scope cover was dirty, and the suction connector had corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the likely cause of the failure was a corroded video connector, which had been attributed to fluid immersion. It is likely that water invaded the scope connector during handling of the device. This could have caused abnormality in electronic components, causing the failure. This issue is addressed in the instructions for use (IFU): when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.